Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) due to the implantable cardioverter defibrillator (ICD) potentially withholding therapy because it inappropriately detected supra ventricular tachycardia-stability instead of vt. The device remains in use. No further patient complications have been reported as a result of this event.